Event description:
It was reported that, the right ventricular (rv) lead from a competitor company and from this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise oversensing leading into pacing inhibition and asystole. Subsequently, the rv lead will be explanted and replaced. No additional adverse patient effects were reported.